Manufacturer narrative:
The lifeband in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During the resuscitation of the 173 cm tall, 130kg female patient, the customer reported the autopulse platform (sn (B)(4) failed to continue compressions because the lifeband alignment tab of the lifeband (lot #unknown) did not hold during resuscitation. The issue occurred after less than 60 seconds of compressions. The customer tried to troubleshoot the issue by checking the correct placement of the patient with "readjustment" of the entire setting including patient and manual compression on the autopulse fixation. Manual CPR was performed after the failure for over 100 minutes. Return of spontaneous circulation (rosc) was never achieved. The patient was pronounced by basic-life-suport by gyn oa and team, then by rea-team-life-suport of the interdisciplinary intensive team. The customer reported it is questionable whether the quality of manual CPR was consistently good considering the long resuscitation time throughout the reanimation. However, the msa evaluated the incident and it was determined that the death was not related to the autopulse device. Please see the following related MFR report: MFR # 3010617000-2023-00077 for the autopulse platform.